Event description:
The customer reported that even though an end tone, indicating a completed seal, was heard, sealing could not be completed. The generator was set at 3 bars. Another device was used to complete the procedure without incident. There was no pt injury.

Manufacturer narrative:
(B) (4). (B) (4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.